Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The workstation cable and board were evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.